Manufacturer narrative:
The association between coopervision lenses and the incident is unconfirmed.

Event description:
Coopervision was made aware that a patient developed a corneal ulcer while on trial lenses.